Event description:
Caller reported a malfunction on the pump, displaying malfunction code 'malf 0' which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software, advising the caller to use multiple daily injections as backup therapy.